Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you clarify the procedure name on (B)(6) 2019? Unk. Can you obtain the lot number of the sa83g silk suture? Unk. What tissue layer was the suture used on? Unk. What was the condition of the tissue (healthy, diseased, fragile, weakened)? Unk. Can you clarify the treatment for the patient symptoms ¿alcohol was applied¿? Swollen and itch. Do you have any photos of the patient reaction? Unk. Were any cultures taken of the wound? What are the results? Unk. What was the indication for antibiotics as treatment? Unk. What is the current condition of the patient? Stable.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. One day following the procedure, the patient experienced swelling and itch on incision. Alcohol was applied and antibiotics were taken for treatment. The patient condition changed better.